Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed no warnings or call service alarms had been emitted. A visual inspection of the pump revealed a crack in the battery compartment. No evidence of moisture was observed inside the battery compartment. During testing, the pump completed the ezprime steps and the 24 hour duration test with no call service alarms occurring. A 10 unit audio bolus and a 10 unit normal bolus were performed with no call service alarms. The pump was opened and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(46).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.